Event description:
The intra-aortic balloon was inserted into the pt on 5/26/98 at 2:45 p.m. And removed on 5/27/98 at 4:30 p.m. The intra-aortic balloon did not malfunction. A vascular surgeon was consulted. The pt had major ischemia. The pt had micro-embolization of the small bowel. The intra-aortic balloon was extended past the visceral orifices. The pt had a retro peritoneal hematoma from attempted femoral cannulization during bypass surgery. The pt went on to expire. The contact reported that the death was not a direct consequence of the intra-aortic balloon or intra-aortic balloon therapy. The intra-aortic balloon was not returned to datascope. (Event complications: major ischemia/bowel infarction/hematoma) - reported 8/10/98. (Pt's current status: expired - reported 8/10/98.)